Event description:
Provider alleges the consumer alleges the unit stopped and would not go back on for one occasion. The consumer also alleges another time it stopped, he shut it off and then is started but allegedly stopped again.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.